Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device exhibited non-sustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended but not made, as it only occurred once.